Event description:
Prowater came apart inside patients lad. From the hospital personnel, "please advise process to have asahi prowater 180cm analyzed as it sheared and broke apart inside a patient's coronary artery."